Event description:
The sales rep reported prior to a procedure, the customer noticed a hair in the package of their milagro advance screw. The following additional information was received from the sales rep on (B)(4) 2015; the hair was located inside the sterile packaging.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported prior to a procedure, the customer noticed a hair in the package of their milagro advance screw. The following additional information was received from the sales rep on 6-1-2015; the hair was located inside the sterile packaging.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The device was received and evaluated. The received device was outside its sterile packaging and no hair was found, as reported. This complaint will be confirmed based on the pictures we received from the sales rep. A review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. It is possible that this failure occurred during packaging. We believe this to be anomaly and a one off incident. Based on the overall complaint rates for this type of failure across all product families, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported prior to a procedure, the customer noticed a hair in the package of their milagro advance screw. The following additional information was received from the sales rep on 06/01/2015; the hair was located inside the sterile packaging.